Manufacturer narrative:
A visual inspection was performed on the returned device. Returned device analysis identified that the tip solder ball was separated and not returned. The reported deformation due to compressive stress (bend) was confirmed. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the guide wire tip was noted to be bent after removal from the dispenser hoop and difficult to shape. Factors that may contribute to damage after unpackaging include, but are not limited to, damage incurred during manufacturing, damage incurred during shipment, or inadvertent mishandling during unpacking or preparation. Based on the return analysis, and the information provided, it cannot be determined what cause the reported damage. Damage to the guide wire tip would impact its rigidity, possibly contributing to the reported difficulty encountered during shaping. Additionally, return analysis noted a separated on the distal solder. This type of damage is consistent with exposure to the elements during return to abbott. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that prior to use of the balance middleweight universal ii guide wire, the distal tip was noted to be bent. The wire was also difficult to shape. The device was not used and there was no patient involvement. There was no clinically significant delay in the procedure. A non-abbott guide wire was used to complete the procedure. No additional information was provided.